Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿your weight should be representative of what you weigh when you start the system. Weight can be updated when you visit your healthcare provider. The minimum value for weight is 55 lbs (24.9 kgs).¿ per the tandem user guide: ¿it is important to update the total daily insulin setting in the control-iq screen when you visit your healthcare provider. This value is used for the 2-hour maximum insulin alert.¿

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 780 mg/dl. Customer gave a manual injection and went to the emergency room and was subsequently admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and released from the hospital the next day, (B)(6) 2025 with the issue resolved an no permanent damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was due to the customer's total daily insulin (tdi) and weight being incorrect. Tandem technical support educated caller about pump software technology and the algorithm using weight and tdi information to adjust insulin, customer acknowledged and understood.